Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: saline mentor breast implant 275cc of unknown type. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with saline mentor breast implants 275cc of unknown type and experienced deflation on the right breast implant and a partial deflation on the left breast implant. The deflations were confirmed by the healthcare professional on (B)(6) 2017. As a result, the patient had undergone physical removal only without replacement due to infection on the right breast implant on (B)(6) 2018. The patient has since recovered without residual effects after surgery. This medwatch is for the left breast implant.

Manufacturer narrative:
On 04/10/18, it was reported to mentor that the date problem observed was (B)(6) 2010. The right breast implant had a foul smelling yellow gel. The left breast implant partial deflation and the right breast implant full deflation and a foul smelling yellow gel were confirmed during the surgery. Manufacturer¿s reference number: (B)(4).